Event description:
Initial information was received from a consumer on (B)(6) 2012: a (B)(6) male consumer reported he received treatment with poly-l-lactic acid (sculptra aesthetic) one time only one vial into hollow of his cheeks on (B)(6) 2012 for cosmetic purposes. The consumer reported a "horrible reaction". On (B)(6) 2012, the physician injected one vial into the hollows of his cheeks and the next day he started reacting to the injections, his face and neck started swelling, face turned "beet red" and "hot to touch", also experienced "itching". By (B)(6) 2012, he reported his face had "blown up like a watermelon". He reported his wife was alarmed when he came down for breakfast and he was taken to the hospital where they were afraid his throat was going to start swelling so they gave him an injection of steroids and antihistamines and possibly oral steroids to take. He reported medications worked and reactions subsided over next couple of days. He reported he saw his physician after all the swelling had gone back down. He also reported now his face is just like it was before he had shots, he has seen no filling effect yet. No medical history or concomitant medications were reported. No further information was reported.